Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit auto shutdown when turned on.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit auto shutdown when turned on. There was no patient harm reported.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 it was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit auto shutdown when turned on. There was no patient harm reported. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, as a precautionary measure the fse replaced the broken fiber optics connector, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.